Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was not impacted. The customer has been using manual injections for diabetes management. As the customer was sleeping during the time of the call, a new cartridge was unable to be loaded. Tandem's technical support advised for the customer to call in during the next load process for further guidance.